Event description:
This is the first of two reports concerning the same pt during the same surgery. This report concerns product ID 519130nd compression device. It was reported during panta surgery "the metallic u shape device (which permit the insertion of the compression rod) was entered with difficulties for the first centimeters in the plastic support when the calcaneal screws were in place. The surgeon must use force to permit to slide it which conduct to bias insertion. Finally they managed to insert it normally (same progression from each side). There was no injury to the pt alleged". Additional info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.